Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine via an implanted pump. The indication for pump use was non-malignant pain. It was reported by the patient that her pump was alarming. The alarm went off 5 or 6 times a day. When it first started going off, it was less frequent. It was about a month ago when she first heard the alarm. Per the patient, she had missed her scheduled pump refill appointment in (B)(6) 2018 because she lost her insurance. The last time she had her pump refilled was 6 months prior to (B)(6). At that time, the hcp (healthcare professional) ¿reduced the dosage¿ and ¿decreased it¿. She currently did not have a pump managing hcp and was looking for a new one. The last doctor she called would not fill her pump due to insurance reasons. She could not find a doctor to refill the pump and was in pain. She experienced the return of pain beginning 3 weeks ago. She stated that she was hurting really bad. No further complications have been reported as a result of this event.